Event description:
Further follow-up revealed that the patient underwent generator replacement on (B)(6) 2013. It was reported that the generator was replaced due to battery depletion (neos - yes) and that the generator could not be interrogated. It was reported that device diagnostics with the new generator were within normal limits. Attempts to have the generator returned for analysis will be made; however, the generator has not been returned to date.

Event description:
The product is not retrievable, as the facility does not keep biohazard explanted products for more than two weeks.

Event description:
On (B)(6) 2012, it was reported that this patient was being referred for replacement. The patient reportedly 'had great success with vns-after 6 or 7 years, she has suffered more depression and has been hospitalized twice in the last year.' Attempts for additional information will be made.

Event description:
On (B)(6) 2012, additional information was received from a manufacturer's representative that it was believed that the patient needed a battery change and that the depression was returning due to the battery fading. Attempts for additional information from the physician were unsuccessful as the patient's physician was no longer at the office. Additional follow-up re-stated that the patient's battery was nearing eos and, as a result, the patient's depression was increasing. Surgery is likely but has not taken place.